Event description:
It was reported that after use the safety mechanism failed to work with a unspecified bd safety needle. The following information was provided by the initial reporter: it was reported that she almost got an accidental needle stick injury due to malfunction of safety needle cover. The following is information provided by company personnel: this is to report what I heard during my lab visit today. I went to medical office for my blood test and a nurse shared her experience with bd products after seeing bd logo on my t-shirt. She told me she likes bd products very much in general but she was almost got an accidental needle stick injury due to malfunction of safety needle cover. She told me she push the needle cover up but the cover was not enclosed the used needle as intended. Thus, she almost got an accidental needle stick injury. She didn¿t share the detailed product name or model with me. Also, I don¿t have the nurse¿s contact information.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use the safety mechanism failed to work with a unspecified bd safety needle. The following information was provided by the initial reporter: it was reported that she almost got an accidental needle stick injury due to malfunction of safety needle cover. The following is information provided by company personnel: this is to report what I heard during my lab visit today. I went to medical office for my blood test and a nurse shared her experience with bd products after seeing bd logo on my t-shirt. She told me she likes bd products very much in general but she was almost got an accidental needle stick injury due to malfunction of safety needle cover. She told me she push the needle cover up but the cover was not enclosed the used needle as intended. Thus, she almost got an accidental needle stick injury. She didn¿t share the detailed product name or model with me. Also, I don¿t have the nurse¿s contact information.